Event description:
The patient presented to their healthcare provider (hcp) with signs of an allergic reaction allegedly caused by the zio monitor. Approximately 36 hours after application, the patient experienced hives, itching, redness, blisters, and a flat rash, and began treating the affected area at home with triamcinolone acetonide 0.1% and hydrodortifone 1% steroid creams. Despite the reaction, the hcp advised the patient to complete the prescribed wear period. After removing the device, the patient was diagnosed with allergic atopic dermatitis and was prescribed pimetrolene 1% (non-steroid) cream.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the full 14 days prescribed. Irhythm followed up with the patient and learned that the patient had a history of skin sensitivity and reactions to medical adhesive and currently takes ibuprofen and antihistamines. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting allergies cannot be ruled out as a contributing factor. Skin irritation is a known inherent risk of the device. The device manual's warnings section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. "